Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia repair, at the time of initial firing, all of the tacks came out at once. The new unit was pulled and opened to complete the case. There was no patient injury.